Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 140 mg/dl. The button error occurred a few times in the past but this time the screen not the usual one that appears and the customer is unable to clear the alarm. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.